Manufacturer narrative:
The manufacturer is attempting to obtain additional details from the user facility regarding the reported incident. A follow up report will be submitted once additional details become available.

Event description:
It was reported that two 31" offset bars broke, and one trapeze clamp cross threaded and broke. There was no report of pt injury or medical intervention associated with this incident.